Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that catheter was used off-label to perform a cavotricuspid isthmus (cti) line ablation and the patient experienced a pericardial effusion and perforation of the left ventricle. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. A cti line ablation was performed with the farawave. Use of the catheter to perform a cti line ablation constituted off-label use of the device, as it is indicated for pulmonary vein isolation (pvi) per the instructions for use. After finishing the cti line a cursory check for effusion was done, and some was found. An immediate pericardiocentesis was performed which removed 300 ml of blood, and a massive transfusion was called for. Thirty minutes later the tap had lost access and had to be re-stuck. A total of 1200ml of blood was drained from the pericardial sac, and the patient was administered six units of fresh frozen plasma (ffp) and three units of blood. The patient was then sent to cardiothoracic surgery and the patient was hospitalized. No perforation was noted in the left or right atrium, but a clear perforation was observed in the left ventricle which was also the location of an effusion. It was theorized, but not confirmed, that the perforation was caused by the second stick needed to continue pericardiocentesis. The first pericardial effusion was likely self-sealing as no evidence of it could be found two hours later. The procedure was completed successfully despite the complication, and the patient is expected to fully recover. The device is not expected to be returned for analysis due to disposal.